Event description:
Customer reported receiving a button error alarm on his insulin pump. Customer stated that the insulin pump screen was frozen, then it returned a weak battery signal. Customer stated that he installed new batteries, but the pump alarmed button error once again. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.